Event description:
Healthcare professional reported that approx 79 months post implant the pt experienced congestive heart failure. The valve was electively replaced with another valve and returned for analysis.